Event description:
It was reported the device blades stopped spinning. A 1.85mm jetstream sc atherectomy catheter was selected procedure in left peroneal artery and right posterior tibial artery. The device was successfully used first in the left peroneal artery. Subsequently, the device was removed and re-primed to be used in the right posterior tibial artery. After the device had been advanced to the target lesion in the proximal part of the posterior tibial artery, the blade rotation began to slow down until it completely stopped as it engaged the narrow stenosis. When the catheter was retracted a few centimeters into a less tight area, it began to function normally in aspiration, infusion and rotation. Several attempts were made to use the device, but it would not function regardless of the speed or force applied. No error messages were displayed and no visible defects were noted on the device. A 2.1mm jetstream was selected to cross the same area; however it was hard to cross and an increase resistance was felt but the device never stopped and was used to complete the procedure. The patient was stable after the procedure and no complications were reported.

Manufacturer narrative:
Device analysis by MFR: the returned device consisted of a jetstream sc 1.85 mm atherectomy catheter. Visual examination of the shaft and remainder of the device showed a severe kink located 88.5cm from the tip. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. The device was functionally tested, and the device did not rotate as designed due to the extreme damage located on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported the device blades stopped spinning. A 1.85 mm jet stream sc atherectomy catheter was selected procedure in left peroneal artery and right posterior tibial artery. The device was successfully used first in the left peroneal artery. Subsequently, the device was removed and re-primed to be used in the right posterior tibial artery. After the device had been advanced to the target lesion in the proximal part of the posterior tibial artery, the blade rotation began to slow down until it completely stopped as it engaged the narrow stenosis. When the catheter was retracted a few centimeters into a less tight area, it began to function normally in aspiration , infusion and rotation. Several attempts were made to use the device, but it would not function regardless of the speed or force applied. No error messages were displayed and no visible defects were noted on the device. A 2.1 mm jet stream was selected to cross the same area; however it was hard to cross and an increase resistance was felt but the device never stopped and was used to complete the procedure. The patient was stable after the procedure and no complications were reported.